Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Event description:
It was reported that the patients ipg was dead. The patient underwent an ipg replacement procedure and was doing well. Explanted ipg will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Implant date: 2014.

Event description:
It was reported that the patients ipg did not came out of hibernation after multiple attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will be returned.